Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). The rv lead has noise and alerted for high impedance. The lead was suspected of being fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.